Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported the impella 5.5 had a difficult delivery into the 53-year-old female patient. Once placed, the pump did not start despite multiple attempts. Therefore, the impella 5.5 was explanted, and a new one was placed. There was no reported patient harm.

Manufacturer narrative:
The investigation into the reported pump did not start issue has been completed since the original report was filed. The pump was returned for investigation. An extensively stretched catheter was observed on the returned pump, which leads to an open electric line. Also pump failed during electrical testing and did not start during the test run. Data logs were not provided. As per clinical details, pump was found broke and did not start after multiple insertion were made to place the pump. The cause of the pump did not start issue was an open electrical line found on returned product evaluation.